Manufacturer narrative:
The both sensors were successfully removed during the second removal attempt on (B)(6) 2024. No further investigation is required. B4. Date of this report updated to 19 april 2024. G3. Date received by manufacturer updated to 19 april 2024. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4310-4311.

Event description:
On march 8, 2024, senseonics was made aware of an incident where the old sensor could not be removed during removal procedure on (B)(6) 2024. The sensor was inserted on (B)(6) 2022.the hcp was unable to provide more detailed information on why it could not be removed. The hcp inserted another sensor next to the old one during the same appointment. Another removal attempt is scheduled for (B)(6) 2024, but no information is available at the time of reporting this incident.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next sensor removal attempt. The additional information will be provided in the supplemental report.